Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that the customer had passed away. The blood glucose reading at the time of the event wa not known. Customer's wife was not sure of the cause of death but stated that it was more than likely in relation to renal failure and diabetes. Customer was wearing the insulin pump at the time of death. Nothing further was reported.